Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that the customer requested a repair and verification. Patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). Child (B)(6)/parent (B)(6) has been identified as a duplicate of (B)(6) and has been processed accordingly. Please refer to child (B)(6)/parent (B)(6) for the full investigation of this issue by below mdn no.: (B)(6).